Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured sepsis with a "possible" relationship to the impella 5.5 device used: ¿white blood celss (wbc) fluctuated and purulent drainage out of impella site on (B)(6) 2024. Blood culture from august 19 was negative. Superficial wound culture was obtained from impella site on (B)(6) 2024 which showed staph epidermidis in culture (moderate wbc on gram stain). CT chest and upper extremity on (B)(6) 2024 showed subcutaneous air locules. Vanco was given, and infection disease (ID) following. Wound vac was placed on impella site on (B)(6) 2024¿ it was reported that the patient/event has not recovered and issue is not resolved.

Manufacturer narrative:
G.2 study selection was inadvertently omitted from the initial manufacturer device report number 1220648-2024-18498 and was added.